Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient reported emergency room visit and eventually hospitalized due to hypoglycemia event on (B)(6) 2026. The duration of hospitalization for more than twenty-four hours.